Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivery. The blood glucose level was unknown at the time of incident. The current blood glucose was 21 mmol/l. The customer treated with bolus. The customer alleging the insulin pump for under delivery. The product will not be returned for the analysis.